Event description:
The customer reported that he was taken to the emergency room due to hyperglycemia. The customer's blood glucose reading was 604 mg/dl. The customer experienced nausea and fatigue. The customer was not feeling well enough to troubleshoot at the time of the call, and stated that he would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.